Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400-500 mg/dl and went to the emergency room (ER) and/or was hospitalized. Cause of bg level was not known and customer was unable to recall further details. Date of event is approximate. The customer continued to use the pump for insulin therapy.